Event description:
The customer reported that the unit will not power on; a red x is displayed. It is unknown if a patient was involved, however, it was reported that there was no adverse event or patient harm.